Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of stent defective and the reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The root cause for customer complaint issue cannot be determined. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following a glaucoma filtration device implantation, they sustained unspecified injuries due to a defective micro stent device. Additional information will not be obtained as reporter is unwilling to follow up.